Manufacturer narrative:
The system is being monitored at this time.

Event description:
The customer reported that the system displayed an ac power line sensor error message and would not boot up. There is no report of pt injury associated with this event.